Event description:
It was reported that multiple of the same malfunction alarms occurred. The customer reset the pump and the malfunction code was resettable however the malfunction alarm recurred.customer¿s blood glucose level was not provided. The customer continued to use the pump for insulin therapy. Cts will replace the pump.